Event description:
Event occurred on 7/15 or 7/16/93. Arrhythmia monitoring system did not alarm and a pt death resulted. However, when computer records were checked, it was verified that the alarms were registered. Non-validation of alarms led to many false calls and complaints of the system not alarming in the past, therefore, it is highly suspect that alarms were not validated by nursing personnel. Biomedical engineering and co have repeatedly stated, following many false svc calls on the system, that the system was functioning as designed and that nursing svc personnel needed to provide continuous surveillance of the central station monitors, including validation of all alarms. The MFR who was notified by phone came to inspect the system for proper function. Rptr has no information as to the pt's test/lab data, other relevant history or pre-existing medical conditions, concomitant medical products, therapy dates, etc. Purchase of new telemetry equipment, which had previously been requested, was expedited following this investigation; this new equipment has been installed for approx 2 mos but has not yet been put into use. (*)